Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphoma - alcl - suspected, lymphadenopathy, seroma - late, and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: fluid, suspected alcl-lymphoma, and patients concern with the product. Explanting physician details: (B)(6).

Event description:
Patients friend reported "swelling" and implant exchange due to concern with the product. Physician's office reported late-seroma fluid 50cc or greater was drawn from the affected area.¿ hcp confirmed diagnostic testing was performed. Pathological markers: cd30+. Alk- was not reported. Healthcare professional further reported "palpable right axilla lymph node," "reactive lymph node with granulomas consistent with silicone granulomas, axillary lymph nodes contain a total of three nodes showing mild reactive changes, including changes compatible with minimal siliconosis." Affected side is right. The device has been explanted.